Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. This complaint is associated with a clinical adverse event and no device malfunction was reported against (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of controller log files revealed one high watt alarm and showed device parameters to be within normal operation prior to the reported event date. Analysis of the device revealed that the device failed to meet specifications; the device passed dimensional verification but failed functional testing due to power shift condition during the post-explant wet test. Per internal investigation, the power shift condition does not correlate with complaints. In addition, the device failed visual examination due to light scoring marks observed on the lower housing ceramic surface and on the inferior surface of the impeller. These light friction marks are indicative that external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report did not reveal evidence of thrombus within the pump. Clinical factors may have contributed to the reported event and patient outcome. In addition related comorbidities may have also contributed. The rise in power consumption and high watt alarms can be attributed to thrombus formation within the device. Though the root cause of the reported event based on pump analysis shows possible findings that may be indicative of thrombus, no evidence of thrombus was found in the independent pathology report. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis review date: (B)(4) 2016; log dates through (B)(6) 2016: normal power consumption. Additional notes: 1 high watt alarm was logged on (B)(6) 2016 at 16:37:11. The high watt alarm limit is currently set to 6.5 w. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site that the patient was admitted due to fatigue and elevated plasma free hemoglobin. Ldh was within normal limits. A speed change echo was completed on (B)(6) 2016, results pending but it was stated that there is concern of pump thrombus. It was reported that the patient was transplanted and the site wishes to have a pump report due to increase in pfh prior to treatment. No further information was given.